Event description:
It was reported that a patient had three different settings. It was stated that two of the three setting were "turned up and up" and the patient could not feel the settings at all. It was noted that "two of them were not working" and they "figured it out." It was stated that "part of the patient's back had been hurting like "sometime is down it a little down her spine is like pencil lead." It was not clear what that meant. It was stated that is had been "about three months" that the patient was having issues with two out of three setting not working. It was noted that the patient was "way underweight." It was reported that the implantable neurostimulator (ins) was moving and the patient had issues with scar tissue forming around the implant. It was stated that the patient was "having a hard time with them." It was not clear what "them" referred to. It was stated that the patient thought that she would "blow up" if she was resuscitated. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).